Event description:
Contact reported that the leopard implant was inserted with the inserter. While being impacted into position with the straight tamp, a small position of the implant broke off. The fragment was removed and the surgeon left the implant in place. There was no adverse patient consequence, however, as a compromised implant was left in place an MDR is being filed to document this event.

Manufacturer narrative:
No conclusions can be made at this time. The most likely cause of the event is excessive force placed on the cage during insertion. This type of event is not unanticipated and the instructions for use (IFU) supplied with the device warns against the use of excessive force.